Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 5. Report was received from (B)(6), stating that the device had a poorly cut/misshapened filter. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were occurred. The date of event is unk. No additional info available.